Event description:
One pt with discrepant tpsa and tpsa results, compared to repeat testing using different methodologies. Initial tpsa gave 0.37 ng/ml; same sample repeated three times giving 0.913, 2.3 and 0.06 ng/ml. Initial tpsa gave 8.37 ng/ml; same sample repeated twice giving 0.145 and 0.041 ng/ml. A second sample was obtained in 2008 which gave a tpsa result of 0.3 ng/ml and an tpsa result of 7.32 ng/ml with initial method. Same sample was repeated using a different method giving a tpsa result of 0.07 ng/ml and an tpsa of 0.05 ng/ml. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.